Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was returned fractured at roughly 191cm, the nitinol tubbing had a rigid fracture with the platinum wire stretched. The distal end was not returned. The functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that as per the physician the distal part of the subject guidewire got bent while it tried to navigate. As per the additional information, the patients anatomy was moderately tortuous. During analysis, the subject guidewire was found to be fractured along the nitinol tubing with a rigid fractured indicating resistance. The distal end was not returned but it is probable the kink turned into a fracture. It is possible that the patients anatomy caused some resistance during advancement guidewire, and subsequent kinking to the guidewire. An assignable cause of procedural factors will be assigned to the reported guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the analysed guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire distal tip got bent during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was broken/fractured during use. No clinical consequences were reported to the patient due to this event.